Event description:
Pt presented to outpatient esophagogastroduodenoscopy (egd) for cryospray of barrett's esophagus on (B)(6) 2012. Two cycles of 20 second cryospray were rendered at 4 treatment sites. A decompression tube was used with active suction and the abdomen was monitored for distention per the instructions for use (IFU) without complication. Two weeks post cryospray treatment, the pt was admitted to (B)(6) on (B)(6) 2012, for upper gi bleeding. Emergency egd showed a large amount of clotted blood in the fundus and a visible vessel with active bleeding at the gastroesophageal junction, treated with two endoclips. Repeat egd the following day showed continued bleeding from this site, treated with endoclips and subcutaneous epinephrine injection. Other treatments included intravenous pantoprazole and cessation of clopidogrel therapy. He was discharged on (B)(6) 2012. Physician concluded, "the cause of the bleeding visible vessel in the distal esophagus is unclear. While spray cryotherapy is known to cause tissue necrosis, it appears unlikely that cryotherapy alone caused this ulcer for 3 reasons: the bleeding occurred 2 weeks after cryotherapy, when significant healing would be expected, and the depth of injury to induce a visible vessel is not expected with the dosimetry used. Aspirin use can certainly cause esophageal ulcers, although these are less common on proton pump inhibitor therapy. Certainly the amount of bleeding is greater than otherwise expected due to the use of clopidogrel for his cardiac disease."